Manufacturer narrative:
The device was received by our product evaluation laboratory for a full investigation. The report of "balloon hole and leakage" was confirmed. As received, the balloon was found ruptured next to the distal bonding area. The balloon edges did not appeared to match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon inspection outside the patient, the balloon of this swan-ganz catheter had a hole and a leaked. There was no allegation of patient injury. The device was received for evaluation and it was found that balloon was ruptured next to distal bonding area and the balloon edges did not appeared to match at the ruptured region.